Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon heard a snap sound when attempting to close the clip, but the clip wouldn't close. The other large hem-o-lok clip applier used during the case did not have any problems applying the same set of clips. The procedure was completed as planned with no reported injury. Intuitive surgical followed up and received additional information about the complaint. The instrument was briefly inspected prior to use with nothing noted out of the ordinary. The incident with the hem-o-lok clip applier occurred at the first attempt to close the clip. The surgeon heard the snap while attempting to close while on vessel or tissue. Clip would not close or clamp. The jaws remained static when the surgeon commanded movement. No unexpected motion was noted as there was no movement at all. The issue was not related to the clip opening after closure of the clip. Large hem-o-lok clips were used for the procedure. The tissue or vessel was not greater than what is specified. A backup instrument was used to resolve the issue. The instrument will not be returned as the instrument was mistakenly destroyed in sterile processing prior to being returned. No photos or videos available for review. Patient demographics obtained.